Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. Customer stated they were attempting to bolus when their insulin pump began to alarm button error. The customer also stated the buttons became unresponsive after the alarm occurred. The customer's blood glucose was 177 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm was noted. However, the down arrow button did not respond due to a flattened button dome switch. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, a cracked reservoir tube and scratched case.